Event description:
During a kyphoplasty procedure, it was reported that a balloon ruptured, causing contrast medium exposure. The procedure was stopped. It was reported that the pt was recovering in hospital, and their condition was good.

Manufacturer narrative:
Device not returned, follow up conversation with company rep. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.